Event description:
It was initially reported that the patient had an infection. It is unknown at this time where the infection is located, the type of infection or the relationship to vns. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the physician does not feel the infection or the drooling were related to vns. The vns is functioning fine with no issues.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.